Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an implantable cardiac monitor (icm) that exhibited a pause episode. The pause episode appeared to be falsely triggered due to positional changes. The device would continue to be monitored with no programming changes. No patient consequences reported.